Event description:
It was reported that the impedance dropped on both the atrial and ventricular leads. There was some sensing difficulty on the ventricular lead and undersensing on the atrial lead. Both leads remain in use and scheduled for revision. No patient complications have been reported as a result of this event.

Event description:
It was reported that the impedance dropped on both the atrial and ventricular leads. There was some sensing difficulty on the ventricular lead and undersensing on the atrial lead. No patient complications have been reported as a result of this event. It was further reported that the patient had twiddlers syndrome and manipulated the device until there was dislodgment of the atrial and ventricular leads. The leads were explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the impedance dropped on both the atrial and ventricular leads. There was some sensing difficulty on the ventricular lead and undersensing on the atrial lead. No patient complications have been reported as a result of this event. It was further reported that the patient had twiddlers syndrome and manipulated the device until there was dislodgment of the atrial and ventricular leads. The leads were explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the 6935 lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched. The device is part of the advisory for this model. (B)(4): the full 5076 lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.